Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the device would not coagulate larger vascular pedicles during a hysterectomy procedure. There was no patient injury, and no medical intervention was required. There was no transfusion required, the vessel was the triple pedicle which is less than or equal to 7mm. The procedure was not converted to open. The generator was set at 3 bars and no error tones were heard.